Event description:
The following report was rec'd through the FDA's medwatch program report no. Mw1036101: the pt passed away eight days after the stent was placed. The spouse was concerned due to generally healthy status of the pt prior to death. No additional info was provided in this report.

Manufacturer narrative:
A patient expired eight days following implant of a cypher stent. The FDA forwarded this info after receipt of a voluntary medwatch completed by the pt's spouse. No contact info has been provided. As such, no additional info can be obtained. The product remains implanted in the pt thus not available for evaluation. Additionally, as the sterile lot number was not available, a device history record review could not be performed. Conclusion: based on the limited info, it is not possible to determine a relationship between this pt's death and the device. Any additional info will be submitted witin 30 days of receipt.